Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. He patient demographic info: age, weight, bmi at the time of index procedure name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? Were there any concomitant procedures performed? Other relevant patient history/concomitant medications? How was the perforation diagnosed? What was the size and location? Pictures available? Were there any other complications during the procedure? Were any abnormalities noted prior, during, or after the procedure? Was any anomaly of the device identified? How was the perforation managed? Onset date/time of the dyspareunia from procedure? What medical intervention was given for the pain management? Results? Please describe any surgical intervention provided including dates and findings. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2017 and mesh was implanted. It was reported that bladder perforation occurred at the time of insertion which was managed and post-op imaging was normal. It was further outlined that the patient went on to develop dyspareunia which persisted despite partial removal on an unknown date and local injections. Additional information was requested.